Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the us. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the us.

Event description:
It was reported that the customer had two ketoacidosis episodes due to the delay of no delivery alarm. No further info was provided.